Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR as per hospital guidelines. If add'l info becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that, "the surgeon removed the cup and put in multi-hole tritanium 36mm head with 4 screws. The implant was removed due to loosening. Stem stayed and was well fixed. No other info present per hospital guidelines."